Manufacturer narrative:
This lead has not been returned for analysis. Should additional information become available, or if the lead is returned, this event will be updated.

Event description:
Boston scientific crm received information that this implantable defibrillation lead exhibited intermittent loss of capture at maximum outputs. It was determined the lead had micro-dislodged. The lead was explanted and successfully replaced. No adverse patient effects were reported.